Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address right total lcs ps knee that was done by surgeon. The femur is loose, so the surgeon revised it and also decided to revise the tibial tray too. The femur was loose and came off easily, and the tibial tray was well fixed and difficult to remove. The patellar component was retained. New components were implanted and the patient is stable. Loosening interface occurred from cement to implant interface and femoral component was involved. Cement manufacturer was unknown. Doi: (B)(6) 2013; dor: (B)(6) 2018; right knee.